Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be confirmed the foreign material was clogged at the air/water feeding. Additionally, the legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Therefore, root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  "the instruction manual gif/cf-170 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿  olympus will continue to monitor field performance for this device."

Event description:
It was reported, the air and water supply of the gastrointestinal videoscope was clogged. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6)- added due to character limitation in respective field.